Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Reliability analysis inspected 1 opened/used enlite sensor and performed bicarbonate buffer test. The sensor passed per specification with accurate readings. Also, found cannula bent. Unable to confirm customer received sensor in said condition due to opened/used sensor.

Event description:
Customer reported receiving a sensor error. Customer stated that this alert occurred while she was walking around. Customer removed the sensor and stated that it was bent. The blood glucose reading was 126 mg/dl. Nothing further was reported.